Manufacturer narrative:
The sample was not returned for investigation testing. The product expired prior to receiving the complaint. The presence of the fya antigen on capture-r ready-screen, lot x175, was verified through lot release records.

Event description:
Customer reported an unexpected negative antibody screen on a patient specimen containing anti-fya when tested on the abs2000. The customer stated the specimen was tested by tube method and exhibited a macroscopic (1+) positive.